Event description:
Follow up information reported that the patient went to their physician and received programming from one of the registered nurses. Further follow up information received from the healthcare professional (hcp) reported that the cause of the event was that the patient was sent to the emergency room for evaluation of elevated blood pressure. No additional information was obtained.

Event description:
It was reported that the patient experienced "skyrocketing" blood pressure and chest pain on the date of implant. It was added that the patient was rushed to the hospital due to these symptoms. It was noted that they could not find anything wrong with the patient's heart. It was stated that the patient was home now and doing "fine" and hoped to get her device programmed. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID, 3889-28 lot# va05yv3, implanted: 2013 (B)(6), product type lead. (B)(4).